Event description:
The pt has experienced three instances of catheter fracture in approx the same area of peritoneal catheter (1 cm below valve). This catheter was implanted on 08/20/96 and explanted on 4/16/97. (See also 2021898-1998-00137, -00139.)